Event description:
A non-fasting blood glucose comparion was run on a pt and the result from the lab was 228mg/dl and the device reading was 436mg/dl. Controls were in range. A request was made for the return of the suspect device but they declined replacement at this time.